Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it as reported that intermittent minimum fill notifications occurred. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 164 mg/dl. The customer reverted to manual injections for insulin therapy.